Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-25193. It was reported the patient's charger and programmer are not communicating with the ipg. As a result, the ipg is inoperable. It is unknown when the patient last charged his ipg. Prior to the patient stop using stimulation 6 months ago, the patient reported experiencing ineffective coverage. In turn, the patient will undergo surgical intervention to address the ipg issue and the lead will be tested during the procedure to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.